Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the system. A replacement cable door switch assembly was shipped to the site. After replacing the cable door switch assembly, the medtronic representative performed system checkout, all areas passed. System performed as intended. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. An investigation was completed at the medtronic facility which confirmed the reported event was caused by a mechanical issue. The switch was not mechanically working which caused the intermittent door opening/closing issue. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a surgery, the image acquisition system (ias) gantry door was intermittently responding to the 'open' and 'close' position when the button was pressed. They were able to get the door opened and closed by re-booting the ias. The door then 'hesitated" to open and/or close when the button was pressed. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. The surgeon completed the procedure with the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.